Event description:
The recipient has experienced poor hearing performance since the device was activated. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a post-operative migration of the active electrode out of cochlea. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has experienced poor hearing performance since the device was activated in (B)(6) 2014. The recipient has been re-implanted.